Manufacturer narrative:
This report is submitted on 17 february 2020.

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site and was treated with a topical steroid.